Event description:
Reportedly, during pt use, o2 sensor call error occurred. After measuring the value, it was found to fluctuate. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).